Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2009 to investigate the event. The fse inspected the mixer speed and found it out of specification. The mixer speed was adjusted to published specification. Also, the fse verified all alignments, ultrasonics and the vacuum system; no issues were found. The fse verified all repairs per established procedures and all repairs met published performance specifications. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for one patient. The initial erroneously elevated result was reported outside the laboratory. The patient sample was retested and the result was within the normal reference range. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.